Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus deutschland (B)(4). (Ode). The subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the test result indicated no microbial growth for the subject device. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during surveillance culturing tests by the facility, the subject device tested positive for unspecified bacteria (number and type of bacteria were not informed) continuously twice. Other detailed information was not provided from the user facility but there was no report of patient infection associated with this report.